Event description:
It was reported that a site's (B)(4) would not hold the correct date and time even after being corrected. Good faith attempts to obtain add'l info as well as the (B)(4) in question for analysis are currently being made.